Manufacturer narrative:
Corrected information: it was determined that the reported event date was unknown and not (B)(6) 2017 as previously reported.

Manufacturer narrative:
The customer reported that four devices contributed to four reported events (one device per event). The customer returned one device for evaluation. It could not be determined which reported occurrence was associated with the returned device; therefore, the evaluation of the returned device will be used for the medwatches. The following MFR were submitted related to the evaluation: 3012307300-2017-00819, 3012307300-2017-00825, 3012307300-2017-00826, and 3012307300-2017-00827. One portex® 8.0 mm bivona® adult tts¿ tracheostomy tube was returned for investigation. A review of the device history record was completed and no non-conformities were found. During visual and functional testing of the returned device a 1.34 mm slice in the device cuff was found. It was determined that the observed cut was not due to a manufacturing issues as the devices are 100% leak tested prior to release. According to the device instructions for use (IFU), "guard against product damage by avoiding contact with sharp objects." Investigation determined that the root cause of the observed cut was use of the device in a manner inconsistent from the device instructions for use.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site.

Event description:
It was reported that a portex® bivona® adult tts¿ tracheostomy tube leaked within a week of use. The issue was observed by the patient's family spontaneously. It was observed that the seams were perforated in the middle of the cuff. The cuff integrity was tested prior to use. The cuff had been filled with 7-8 ml of sterile water. Due to the issue, the patient went to the hospital for a tracheostomy tube change to a smaller size. No permanent injury was reported. See MFR: 3012307300-2017-00825, 3012307300-2017-00826, and 3012307300-2017-00827.

Manufacturer narrative:
The reported issue was altered to malfunction reportable based upon the additional information that was provided.

Event description:
It was further reported that cuff leak was initially noted due to the sound of the patient's respiration. It was clarified that the patient's husband, who was trained in tracheostomy tube changes, observed the reported cuff leak and performed a tracheostomy tube change. The patient remained in home care during the tracheostomy tube change and did not need to go to the hospital. No permanent adverse effects to patient reported.